Manufacturer narrative:
Based on the received information from the field, a technical implant failure seems likely. However to determine an exact root cause, a device investigation at the explanted device would be necessary. Re-implantation is considered, but has not been scheduled yet. This is a final report.

Event description:
The user has no hearing sensation with the device. Explantation is considered but no date has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no hearing sensation with the device.

Manufacturer narrative:
Damage to the coil wires as might be caused by an external impact was determined to be the root cause of device failure. Even though no such event is mentioned in the recipient report, it is assumed that an accident/impact occurred. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user has no hearing sensation with the device. The user has been reimplanted.